Manufacturer narrative:
One device was returned for analysis. Visual inspection found a buckling upstream occlusion (uso) seal, which indicates seal integrity is compromised and is a reportable malfunction. No 12-month service history found. Review of event log found nothing related to complaint. The uso seal was replaced. The downstream occlusion (dso) seal was replaced as a preventative measure. Performed dso/uso sensor calibration. Device passed pass all testing criteria post repair.

Event description:
One device was returned for analysis. Investigation found a buckling upstream occlusion (uso) seal, which indicates seal integrity is compromised and is a reportable malfunction.